Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for treatment of bladder issues. It was reported that patient reported they were implanted with interstim on (B)(6) 2023. They feel stimulation in their foot first and then if they increase it they feel it in their back. Patient was wondering if they should keep increasing. Patient had excruciating pain down their legs and hip flexors and excessive diarrhea so they had changed programs. They have tried programs 1-3. Patient commented that during their trial they had primarily seen improvement to bowel control more so than urinary, however now with the implant it is causing diarrhea. Recommended patient not increase stimulation higher as it may continue to cause discomfort. Patient also asked about post implant healing and how long it should take before pain goes away. Recommended patent follow up with their managing physician to discuss their symptoms and appropriate interventions.